Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. . The reported problem was identified during the event history log review (as a system error 2110). An external and internal visual inspection was performed which identified a defective cracked door piston. A 1 hour of simulated therapy was performed, which was completed without errors. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Upon conclusion of the investigation, the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had an unknown system error alarm on the homechoice device during an unknown step of peritoneal dialysis therapy. It is unknown if the patient was connected. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.